Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a recurring software error. The customer stated they were able to clear the alarm and complete the rewind process. Customer performed fill cannula `but it was not recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked keypad overlay, keypad overlay texture damage, scratched case. Device passed displacement and self tests. Thus software was utilized and uploaded trace/history files properly. No pump error 53 was noted during testing or in the device. History or long trace files. The adapt tool was then utilized to search for any pump error 53 or any other unusual insulin pump errors such as pump errors 63, 54, and 35 that may have occurred in the past. The adapt tool reveals that no pump error 53 or any other unusual insulin pump errors have occurred in the past. After visual inspection, there is corrosion on/around the following: battery compartment, battery board, terminal of the keypad flex cable; electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.